Manufacturer narrative:
The cartdige has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On 9/8/15, the reporter contacted animas and alleged the patient had a blood glucose of 450 mg/dl with polyuria, polydipsia, nausea, shortness of breath, abdominal pain, chest pain, confusion and fruity breath odor. Patient received no unusual treatment. During troubleshooting, customer support found that there were air bubbles in the cartridge. Patient was found to be filling the cartridges correctly. This complaint is being reported as the patient experienced hyperglycemia related to the cartridge issue.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 10/02/2015 with the following findings: no defect was found. The cartridge passed the fill , force, and leak tests. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.